Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:361mg/dl (B)(6) 2015 03:24 pm; 2:244mg/dl (B)(6) 2015 03:43 pm; 3:191mg/dl (B)(6) 2015 06:27 pm; 4:273mg/dl (B)(6) 2015 03:37 pm; 5:177mg/dl (B)(6) 2015 10:13 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor storage.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:361mg/dl (B)(6) 2015 03:24 pm. 2:244mg/dl (B)(6) 2015 03:43 pm. 3:191mg/dl (B)(6) 2015 06:27 pm. 4:273mg/dl (B)(6) 2015 03:37 pm. 5:177mg/dl (B)(6) 2015 10:13 am. Adverse event not reported.